Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient states not being able to dial it in right. Patient states still having a lot of bladder leakage and can't seem to get the right program or intensity to fix it. Agent asked if this has been going on since implant and patient states, they thought they had it pretty good for the first 2 years but in about the last year they has been struggling to get it dialed in. Agent reviewed how to change programs and how to increase stim. Patient will maintain stimulation level and will continue to track symptoms. Patient called back and reported similar therapy issues. Patient stated that they have tried every program and increased stimulation on each one but nothing has worked. Patient stated that they had a bike accident where they landed on their back and they broke their pelvis. The patient inquired if that could have had an impact on their system, agent reviewed. The caller was redirected to their hcp to further address the issue. Additional information was received from the patient. They reported that the effect of the bike accident on their implant was not clinically determined, but since the accident they were unable to find a great program and it didn't hold a charge. To resolve the issue, the patient stated they had an appointment scheduled with a manufacturer representative (rep) to determine if the battery was damaged and if a replacement was necessary. The issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.